Event description:
Male patient w/spinal hardware for 13 months began to have lower back pain and potential failed-lumbar artificial disc; requiring removal; 2 end plate pieces and poly removed due to broken internal joint prosthesis; broken polyethylene.